Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error. The blood glucose reading was 110 mg/dl. The customer stated that the drive support cap was sticking out. Customer also reported that insulin was coming out. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.